Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak inside their coulter lh 750 hematology analyzer. A small amount of fluid had leaked. The volume of the leak was not specified and it was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed that the needle vent line had popped off the bottom of the needle and was leaking. Fse reattached the line to the fitting and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the needle vent line popped off the bottom of the needle. (B)(4).